Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the stimulation the pt received did not provide effective pain relief. Reprogramming to address the issue was unsuccessful. As a result, the pt's scs system was explanted (B)(6) 2010.